Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented for a post implant check. The patient had developed a vein thrombosis that was causing a left arm edema. The atrial lead was explanted. The patient was in stable condition.